Event description:
It was reported that the patient's implantable neurostimulator (ins) flipped. The patient also experienced coupling and communication issues. It was reported that coupling bars were not visible on the recharge but was able to interrogate with the patient and clinician programmer. The ins flip was confirmed via x-ray and the device was manipulated back into original position by the physician.